Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer sheath was found to be cracked near the tip, prior to insertion in patient's body. The sheath was exchanged for a different sheath. No patient complications have been reported as a result of this event.